Event description:
It was reported the patient experienced an infection in the pocket that required hospitalization and antibiotic treatment. The pump was explanted due to the infection. The catheter was partially explanted. A fragment of the distal segment of the catheter was abandoned. It was indicated the date of explant was approximate. The patient had increased spasticity and cerebrospinal fluid loss syndrome. The patient status was alive, with injury. The pump was delivering lioresal.

Event description:
It was later reported there was no more information available about this event.

Manufacturer narrative:
Concomitant products: product ID unknown, product type catheter. (B)(4).